Event description:
It was reported to olympus, that a rhino-laryngo videoscope had the resin part of the ig coil fall off. It is unknown, when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress. Therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the damaged resin on the coil was confirmed. Based on the results of the investigation, the root cause of the peeled resin on the tube was caused by chemical stress or physical stress. Olympus will continue to monitor field performance for this device.